Event description:
The pt service rep (psr) assisting a (B)(6) male pt called into zoll lifecor customer support to report that one of his batteries was showing a red light with a slash through the battery. The pt also reported that the battery would not charge. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. Some of the cells contained in the battery pack were mismatched. The root cause of the mismatched cells was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.